Event description:
It was reported that the customer had a motor error alarm during manual prime on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instructions. The customer also reported the no delivery alarms during prime on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the excessive no delivery alarm due to motor error during bolus alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.